Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative (rep). The rep reported that the patient's device was implanted (B)(6) 2017 to treat urge incontinence, and explanted (B)(6) 2020. When asked what the cause was of the device coming through the patient's skin, the rep clarified that when they were evaluated in the ER, the ins was found to not be through the skin. The ins was protruding underneath the skin due to a shallow pocket site. The patient's skin was fully intact at the ins site. When asked what most likely caused or contributed to the issue, they responded a shallow pocket for the battery. When asked to clarify the statement the device was not working, the rep replied the patient was referring to their symptom control. The cause of the device not working was unknown. What most likely caused or contributed to the issue was too shallow of a pocket during the original insertion of the ins. When asked what steps were or will be taken to resolve the issue, they responded the patient was brought to the operating room (or) and the original ins was removed and replaced. A deeper pocket site was also made. The issue was resolved at the time of the report.

Manufacturer narrative:
D3: updated manufacturing site ID (medtronic puerto rico operations co.). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (ins). It was reported that the patient was having discomfort at the ins site, device was very painful, was not working, and was coming through their skin. The rep asked whether they could actually see the device and the metal of the device coming through their skin. The patient said yes. The patient had called their healthcare professional's (hcp) office to notify them. The rep was informed that the hcp would see the patient in the emergency room the morning of (B)(6) 2020. The patient was scheduled for battery replacement (B)(6) 2020.